Manufacturer narrative:
This report is based solely on the customer's reported issue. Based on the service records for this customer, the last preventative maintenance performed was in 2017. The customer was made aware that one of the locking mechanisms on the gurney was not engaging to secure the stretcher plate in the elevated position. Technician recommended replacement to the current gurney model, as the model the customer had was no longer in production. Based on the service records, it is unlikely that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
During the end of the patient treatment, the hbo technician went to remove the patient from the chamber, when the headrest collapsed, causing an injury to the hbo technician's thumb. No patient injury was sustained.